Manufacturer narrative:
Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the leaking that have been confirmed per assessment by r&d and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated for these complaints and product recall. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was phoned in by the sales rep that the md experienced significant leakage out of the introducer after he inserted the coronary sinus catheter, pr9. He tried reinserting the device but it still leaked and had to manage the leaking during the case. They did not save the non functioning one. No patient issues occurred. They did open a second introducer for the case. No patient injury was reported

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.